Event description:
No osseointegration, patient has blood coagulation disorder, thread tap used, primary stability was achieved, implant was completely covered by bone, infection, pain, swelling, inflammation.